Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. The sample was evaluated and no pinch or blockage was observed. Water was able to be introduced in the returned sample. No conditions were found on the sample that could be associated with the reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "2.precautions for use 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. 13)when deflating balloon, do not aspirate with a syringe by hands.[the inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed." Correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to deflate. The user infused an additional 5ml of water, and then aspirated only 10ml. The inflation lumen was cut but no water drained out. The urologist had to do a percutaneous puncture to remove the catheter. Per additional information from the ibc via email 02dec2019, there were no missing pieces to the burst balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate. The user infused an additional 5ml of water, and then aspirated only 10ml. The inflation lumen was cut but no water drained out. The urologist had to do a percutaneous puncture to remove the catheter. Per additional information from the ibc via email 02dec2019, there were no missing pieces to the burst balloon.